Event description:
It was reported that the patient's blood glucose level rose to 23 mmol/l (414 mg/dl) while wearing the pod between 36 and 48 hours. The patient began feeling insulin leaking and removed the pod and noted that the pink slide did not move forward as intended, indicating a needle mechanism failure occurred. No specific treatment information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.